Manufacturer narrative:
Patient information is not available. (B)(4). Device is an instrument and is not implanted/explanted. Reporter email address and phone number are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown procedure, the scrub technician was putting the sterile tube assembly over the reamer/irrigator/aspirator (ria) drive shaft. The tip of the ria drive shaft broke when trying to insert the ria reamer head into the drive shaft. A second ria drive shaft was available to complete the procedure. There was no surgical delay. Patient outcome is unknown. Concomitant devices: ria sterile tube assembly (part#-unknown, lot#-unknown, quantity-1), reamer head for ria (part#-unknown, lot#-unknown, quantity-1). This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 314.743; synthes lot number: 7455952; supplier lot number: 7455952; release to warehouse date: 16-apr-2014; supplier: (B)(4); manufacturing site: (B)(4); no nonconformance reports (ncrs) were generated during production. The material was reviewed and was confirmed to meet the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: background: during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. [Reamer/irrigator/aspirator (ria) technique guide. Customer quality investigation: the following investigations were performed: broken: visual inspection performed at customer quality observed that the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. No new issues were identified on remaining portions of the device. The complaint condition agrees with the complaint description and the complaint was confirmed. Based on the date of manufacture, the drawings reflecting the current and manufactured revision were reviewed. The distance across the flats of the hexagonal tip measured 4.43mm which is confirmed to be within the specification of 4.38 mm +0/-0.05 (4.35/4.45) per the drawings. The inner diameter at the fracture measured 3.72mm which is confirmed to be within the specification of 3.72mm +/-0.05 (3.71/3.81) per drawings. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Also based on the DHR review, it was confirmed that no issues were identified concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification. While no definitive root cause could be determined, it is possible that the complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. Also, the reamer/irrigator/aspirator (ria) technique guide addresses recommended use stating as step 5 under ¿assembly,¿ a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. Additionally, the technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Furthermore, step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ therefore, any unintended failure to follow the steps would have also contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ethnicity is unknown. Report source health professional added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was undergoing a trochanteric femoral nail-advance (tfna) procedure for a hip fracture. There were no fragments generated from the broken device.